Event description:
Patient came in for routine clinic appointment with advance heart failure service. During the examination it was noted that metal port on the controller where driveline connects to is loose and it lost it seal. Such a problem could expose controller to water, debris or electromagnetic discharge, thus damaging controller and potentially harming the patient. Decision was made to perform controller exchange. The medtronic representative was contacted prior to change to inform about the situation. Controller was exchanged in the exam room; however, heartware pump did not restart. Multiple attempts were made to manually restart the heartware pump from the tablet that controller connects to. However, that did not work either. Pump made few attempts to restart with speed only reaching 800 rpm with high power consumption, up to 28 watts. At this point chest was auscultated and pump was heard to be chugging, attempting to restart. Patient felt vibration in his chest at that time. Patient was then exchanged back to original controller, and pump didn't restart either. It behaved in the same matter, where it tried to restart but could not. Then, controller fault alarm appeared on the controller. Consequently, brand new 3rd controller was brought in and used. It resulted in the same pump behavior, where, pump struggled to start but couldn't. During these events, patient remained alert and oriented x 4. After 15-20 min decision was made by advance heart failure staff to stop attempting to restart the pump and patient was disconnected from all heartware equipment. Patient was urgently transferred to cath lab for hemodynamic monitoring and temporary support. Patient was urgently reactivated on heart transplant list and was transplanted the next day.